Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger was resetting. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the inability to recognize and charge the battery pack is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.